Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion. The right and left ventricular leads were also capped due to high thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The right and left ventricular leads were also capped due to high thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4195 implantable pacing lead: (B)(6) 2008. 6947 implantable tachy lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.